Event description:
Related manufacturer reference number: 2017865-2023-11846. It was reported that the patient presented for a follow-up in clinic for device analysis. Upon examination, it was noted that both right ventricular lead and atrial lead exhibited noise oversensing. Programming changes were made. There were no consequences to the patient.